Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this pacemaker experienced infection and erosion. There was redness and swelling around the pouch. Subsequently, the patient underwent a revision procedure, and this system was explanted. No additional adverse patient effects were reported. This product is not expected to be returned for analysis since it was retained by the explanting hospital.